Event description:
On (B)(6) 2011, baxter spoke with the peritoneal dialysis nurse (pdrn) regarding a returned home choice device who stated that the hp had expired a few months back. On (B)(6) 2011, baxter spoke with a son of the hp who stated that the hp was hospitalized at the time of death, (B)(6) 2010, with abdominal pain and an abdominal infection. Peritoneal dialysis (pd) was ongoing at the time of death. The son stated that there were no known issues with any of the baxter pd products. Culture results and treatment were unknown. No further information was available.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the first of three reports associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (gd878223 and gd877266) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.